Event description:
It was reported that the ventricular lead had high impedance and apparent conductor fracture. Sensing integrity count was elevated indicating oversensing. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The previously reported evaluation summary: (B)(4) defib conductor fractured; partial lead in segments was received and analyzed. The lead is flexed, defib conductor distorted and outer insulation breached cut. Inner tubing kinked/buckled. White substance on exposed defibrillation coil and outer insulation. Blood/body fluid found in/on distal conductor and helix/lobe mechanism. Further analysis revealed that primary analysis for (B)(4): proximal conductor fractured in electrode end (within 20 cm).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor fractured; partial lead in segments was received and analyzed. The lead is flexed, defib conductor distorted and outer insulation breached cut. Inner tubing kinked/buckled. White substance on exposed defibrillation coil and outer insulation. Blood/body fluid found in/on distal conductor and helix/lobe mechanism.